Manufacturer narrative:
Retrospective record review and proactive reporting of incidents where available information is insufficient to confirm non-seriousness.

Event description:
The participant reported she had a mark/skin reaction after wearing the Vivalink sensor w adhesive for 1-3 days.